Manufacturer narrative:
Investigation is pending sample return.

Event description:
Report received from takeda customer service on (B)(6) 2026: floating particles bypassed the filter to the syringe. **follow up to clinic found issue was with not fully reconstituting**